Manufacturer narrative:
MDR 3003442380-2024-01121- device 2 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the infusion set cannula was bent. Within 3 hours or more hours after insertion insertion customer noticed symptoms. Customer's blood glucose at time of issue was noticed as 250-300 mg/dl. Customer replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.